Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event of hypoglycemia followed by a seizure. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reportedly wearing the pod on the abdomen for longer than 48 hours prior to the event. According to the parent, the patient experienced a "severe low" with a reported blood glucose level of 40 mg/dl, which led to a seizure. The parent stated that medical attention was not sought following the event. The patient receives nutrition via a feeding tube, and sugar was administered through the tube to treat the low blood glucose. No additional information was provided regarding other treatments, medical intervention, or follow-up care.